Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was exposed to lake water. The customer's blood glucose level at the time of incident was 150mg/dl. Troubleshoot was conducted and the customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. We were unable to verify battery failed battery alarm or perform the functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display anomaly. The insulin pump had moisture damage found on the motor. The insulin pump had cracked case at display window corner and minor scratched display window.